Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. Evaluation summary: the complaint device was returned for analysis. The reported implant damage was not confirmed; however, the outermember was separated from the balloon at the proximal balloon seal. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that while unpacking the 3.5 x 18 mm device, the nurse found that the implant was deformed (compressed). There was no resistance removing the protective sheaths. The damage was noted before insertion in the patient's anatomy. There was no patient involvement and no clinically significant delay in procedure. A new device was used successfully to treat the target lesion. No additional information was provided. Returned device analysis revealed the proximal balloon seal was separated.